Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; cause was unknown. Bg was addressed via an infusion set change. The customer reverted to an alternate form of insulin delivery.